Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, however, the data log not provided by the patient. The data was reviewed however no data was found for the date of issue. The complaint of inaccurate cgm values could not be confirmed and the root cause could not be determined. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient takes acetaminophen while using device against user guide recommendations. No additional patient or event information is available.